Event description:
The facility reported that the gauze was noted to be shedding fibers. The unused sponges were removed from the surgical field.

Manufacturer narrative:
It was reported that during surgery the gauze sponges were noted to be shredding fibers. The unused sponges were removed from the sterile field. There was no serious injury or additional medical intervention required. There were no samples retained for eval. The account could not provide any additional info. It is not known how the gauze sponges were being used during the procedure, if they were unfolded during use or if they came in contact with any sharp instruments. A root cause has not been determined.